Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombosis and chest pain occurred. The patient presented with a non-st elevation acute myocardial infarction. The target lesion was located in the posterior descending artery (pda). Predilation was performed using a 2.5x15mm nc quantum apex balloon catheter. Then a 2.50x24mm promus premier¿ stent was advanced to the right coronary artery (rca) into the pda. Per angiography, the recently implanted stent was fully deployed and well apposed in the target lesion. Post dilation of the stent was performed as a standard practice using the same 2.5x15mm nc quantum apex balloon catheter. Angiomax and brilinta were given before and during the procedure. The patient was brought back to the room however 2 hours later, the patient complained of chest pain and was sent back to the cardiac catheterization laboratory on the same day. It was found out that the patient had stent thrombosis. The physician ballooned and aspirated the area of thrombosis and a stent was implanted across the bifurcation into the posterolateral branch (plb). Post dilation was performed and the procedure was completed. The patient was transferred back to the room however thrombosis was noted in the mid rca. It was also noted that there was a vessel dissection which was due to a non bsc guide wire. The physician noted that the vessel dissection contributed to the development of stent thrombosis in the mid rca. Aspiration was then performed and a non bsc stent was implanted in the mid rca and the procedure was completed. No further patient complications were reported. The patient was discharged and was doing fine. The patient was given brilinta at discharge.